Manufacturer narrative:
Follow-up #1: date of submission 06/07/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was not duplicated. The pump powered up to a clear and legible verify screen without any missing or extra lines. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. Reportedly, the screens can be read/maneuver safely. The reporter noted that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. It was reported that the keypad cover was torn prior to the tactile change. The reporter stated that there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.